Event description:
It was reported that the pump exhibited a check syringe plunger error. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was visible contamination by the left plunger case, by the l bracket pole clamp, and by the power receptacle. A review of the event history log identified check syringe plunger sensor in history. During functional testing the check syringe plunger sensor duplicated during the self test. Contamination was found on left plunger case and the plunger head flippers stuck when plunger lever actuated. The root cause of the issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced left plunger case. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).